Event description:
It was reported that this right atrial (ra) lead was pacing the ventricle. Subsequently, this lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.